Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of compression fracture at l3 and lumbar spinal canal stenosis. It was revision surgery. T3 deviated due to l2 lower end plate fracture and l4 upper end plate fracture so revision surgery is planned. Date of initial surgery was (B)(6) 2020. There was a delay of less than 60 min in overall procedure time. Additional surgery was performed as a result of this event only posterior spinal fixation was scheduled to be performed on (B)(6), but anterior removal of t3 and replacement with x-core was performed additionally. There were no patient symptoms/complications reported as a result of this event. After the operation, the angle of end cap changed and the cage moved. The moving of cage was detected the day before it was scheduled to perform posterior fixation with screw. Therefore, the cage was removed and replaced with a non-medtronic cage. When the cage was removed, the set screw fixing the end cap was loosened.

Manufacturer narrative:
H3: product analysis #after visual and optical examination it appears that the endcap has been damaged and scratched. The metal deformation gives indication that the failure was the result of torsional overload. H6: fdm and fdr codes updated as analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.